Event description:
It was reported that the video system center cannot register a patient on the forceps elevator, the loading screen is locking up. The customer reported the b40 error was displayed and the n206 error was displayed in the other rooms. The customer was informed on how to clear the errors. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (unmarked health professional), and h6 (component code- replace with 841). Additional information added to field: h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, the presumable cause and the root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.